Manufacturer narrative:
The reported event, was confirmed on x-rays. Review of device history, labelling, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No indications of material, manufacturing or design related problems were found during the document review. According to received information the locking screw had broken after an implantation period of more than 2.5 years. During this time the bone fracture had completely healed and no further implants had broken. Subsequently, all implants were removed during explantation of the screw fragments. The labelling already informs about that the implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. The implants had fulfilled the task of temporary bone stabilization. Based on available information a deficiency of the product could not be verified. The event was caused by patient¿s conditions. In case essential information becomes available we reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
As reported: "in (B)(6) 2018, the patient underwent osteosynthesis surgery with an intramedullary nail for a diaphyseal fracture of the left tibia. Subsequently, the fracture evolved towards a progressive consolidation, whereby the finding of a break in the most proximal screw of the 2 distal locking screws of the nail. During the last outpatient checks, the patient complained of intolerance to the means of synthesis, which is why, on (B)(6) 2021, he underwent complete removal of the nail and screws (duration of the procedure: 1 hour and 15 minutes)".

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "in (B)(6) 2018, the patient underwent osteosynthesis surgery with an intramedullary nail for a diaphyseal fracture of the left tibia. Subsequently, the fracture evolved towards a progressive consolidation, whereby the finding of a break in the most proximal screw of the 2 distal locking screws of the nail. During the last outpatient checks, the patient complained of intolerance to the means of synthesis, which is why, on (B)(6) 2021, he underwent complete removal of the nail and screws (duration of the procedure: 1 hour and 15 minutes)".